Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient experienced tass (toxic anterior syndrome) or endophthalmitis.

Event description:
A physician reported that after cataract surgery by using an irrigation/aspiration (I/a) handpiece and phacoemulsification handpiece, a patient experienced severe endophthalmitis or toxic anterior segment syndrome (tass) with functional loss of eye. Additional related information was requested but has not been provided to date. Additional information received indicating that the cataract surgery was completed without complications. The patient presented with endophthalmitis two days after the surgery. The patient presented with conjunctival inflammation: 3+; cells in the anterior chamber: 3+; fibrin in the anterior chamber; and hypopyon. The patient had pain, edema of the upper eyelid, and cyclitic membrane preventing examination of the vitreous. The patient went to the emergency room and was hospitalized for seven days and had intravitreous injection of antibiotics, glucocorticoid bolus injection, intravitreous injection of corticosteroid, steroid in sub conjunctival form. The action was effective. The patient¿s visual acuity recovered to normal and all the symptoms have been resolved.

Manufacturer narrative:
Additional and corrected information is provided in sections b.2,b.3,b.5, h.6 and h.10. A lot code would be required for review of the complaint history and the batch documentation. No product returned for evaluation. Inconclusive, no product returned: as no product returned and all initial testing results are within specification a conclusive root cause could not be determined. All batches are released according to the required . No product returned/insufficient information: as no product is returned, the complaint could not be verified. However further trending is performed the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections a1,a2,a3,b6,b7. The manufacturer internal reference number is: (B)(4).